Event description:
It's reported that in 1999 patient underwent left total hip replacement. Post-operatively, patient did well until 2001 when x-rays revealed that the polyethylene liner had fractured. As a result, the hip was revised where patient's acetabular shell and liner were removed and replaced using zimmer longevity products. Post-operatively, patient did very well.